Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the error e224 occurred but other phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified diagnostic procedure using the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor with the unsupported scope error e315 and the camera head communication error e224. The user replaced the subject device to another similar device to complete the intended procedure. The field service engineer (fse) of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.